Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 29, 2015 ¿ january 30, 2015. The device was received for evaluation with approximately 50ml of solution within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with colored water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor device leaked at the filling port while the device was being filled with sodium chloride. There was no patient involvement. No additional information is available.